Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that a progressive double major scoliosis (ais) surgery on lenke 3c was performed on (B)(6) 2014 at the 5-l4 level. The patient has noticed sounds in the back in the past 3 months after implantation. On the x-ray that was taken on a unknown date in (B)(6) 2015 the l4 screw from the bar has slipped. Revision surgery was performed on (B)(6) 2015. Another x-ray was taken on (B)(6) 2015 with correct seat of the bolt. It was reported that on (B)(6) 2015, the patient has noticed noises again. Again, the screw of the rod has slid. Another revision surgery was performed on (B)(6) 2015 and implants were replaced, the end rod and a screw. The end of one rod was exchanged and only one rod is involved. The other rod still remains in the patient's body. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: ¿comparing the postoperative x-ray to the intraoperative fluoroscopy film, there is suggestion of change in length at the distal end of one of the rods. It would have been helpful to have a proximal fluoro view, to see the initial position of the rod and possibly better be able to comment on a shift of the rod. There is a difference in length of the inferior portion of one of the rods, comparing the 1st and 2nd post-op films.¿ this report is for a unknown 3d head. This is report 3 of 6 for (B)(4).

Manufacturer narrative:
This report is for an unknown 3d head. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.